Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "periprostatic abscess extending to the perineum following hydrogel spacer placement: a case report" written by hirata et al. The case reported in the article involves a patient diagnosed with localized prostate cancer who underwent transperineal hydrogel spacer placement before stereotactic body radiotherapy (sbrt). Approximately three weeks after the placement procedure, the patient developed acute urinary retention and painful swelling in the perineal region, the patient also developed fever. Imaging revealed a large abscess extending from the prostate to the perineum and scrotum, indicating a severe infection that required immediate intervention. Laboratory tests showed elevated inflammatory markers, and computed tomography confirmed the presence of a gas-containing abscess. Treatment included broad-spectrum intravenous antibiotics, emergency incision and drainage of the abscess, and percutaneous cystostomy. Additional CT-guided drainage was required for residual abscesses. After prolonged hospitalization and antibiotic therapy, the infection resolved completely, and the cystostomy was removed seven months later. The patient remained free of infection and cancer recurrence for 12 months following radiotherapy, with a stable psa level.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 10/24/2025, was chosen as the best estimate based on year the article was published. Block g2: hirata, d., kamei, j., matsui, h., miyakawa, j., taguchi, s., kakutani, s., niimi, a., yamada, y., & kume, h. (2026). Periprostatic abscess extending to the perineum following hydrogel spacer placement: a case report. Iju case reports, 9, e70114. Https://doi.org/10.1002/iju5.70114 bloch h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e231501 captures the reportable event of purulent discharge. Imdrf patient code e230101 captures the reportable event of fever imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf patient code e2330 captures the reportable event of pain.